Event description:
It has been reported to philips that the ups 1 phase data integrity battery had a burning smell and smoke and the system would not start. The system was not in clinical use and no harm has been reported.

Manufacturer narrative:
Philips confirmed the that the ups located in the main cabinet failed. The ups is a 1 phase data integrity battery. To resolve the reported issue the philips field service engineer replaced the ups 1 phase data integrity battery and controller, and the system was returned to use in good working order.